Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation as the cca was unsuccessful in contacting the patient for follow up information. The patient stated that the alleged issue began on "(B)(6) 2016 at night". The patient manages her diabetes with oral medications, diet and/or exercise and continued with her usual dose, including sliding scale of metformin 500mg as a result of the alleged error message. The patient stated that "3-5 days" after the alleged error message appeared, she developed the symptoms of "blurry vision and pain in her legs". The patient denied receiving any treatment. At the time of troubleshooting the cca noted that they were unable to walk the patient through a retest as she did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.